Manufacturer narrative:
Corrected data. The lot number could not be obtained and the complaint sample was not available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that the fitting of the contact lens was too tight, and the base curve of the contact lens too steep for her eyes; the consumer correlated the fit issue with the corneal ulceration.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a female consumer via personal communication on 07jun2021 and stated that the consumer wore the contact lenses for one day and developed an ulcer in her right eye. Symptoms have been resolved. Additional info have been requested but not yet available.